Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had dislodged. The ra lead was capped and replaced.

Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath. It was noted that the right atrial (ra) lead exhibited loss of capture at maximum outputs and high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.